Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: evaluation statement. It was reported that there was a hole in the line where tubing was leaking. Received from the customer was one used set model 2432-0007 lot unknown. Three non-bd green curos alcohol disinfectant caps were received connected to the each of the smartsite ports of the suspect set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No issues were observed during visual inspection. Functional testing was performed by spiking the primary suspect set to one lab IV bag filled with blue dye water and by allowing fluid to flow through the whole set by gravity. No leaks were observed during functional testing. The set was then loaded into a lab pump module was programmed at a rate of 100ml/h and vtbi of 100ml. The infusion completed with no disconnection or leaks observed from anywhere of the set. The set was pressure tested up to 30 psi per IV disposable leak test dir # (B)(4). A closed stopcock was attached to the end of the male luer of the primary set. Fluid was observed to be leaking from a cut/slice on the tubing p/n 620-00065 at ½ inch below the micron filter p/n 10012217 outlet port at 15psi. The slice cut was measured to be .045¿ long. No other leaks were observed throughout the set. Equipment used (inspection and testing performed on 19-sep-2020): ram optical instrumentation/eq08204/calibration due date 5-feb-2021; 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21; 8110 alaris syringe module, eq08475, calibration due date: 12-aug-21. Device history record could not be performed on model 2432-0007 because the lot # for the suspect set was not provided. Root cause analysis: the customer's report that the hole in the tubing line was leaking was confirmed. The root cause of the leak was due to a cut in the tubing. The root cause of the observed damage tubing was not identified. Investigation conclusion: the customer's report that the hole in the tubing line was leaking was confirmed. The slice cut was observed 1/2 inche below the micron filter outlet port. The cut was measured as approximately 0.045 inches long. No further issue were observed with the set. Pressure testing performed observed a leak from the cut tubing at 15psi. Corrective action (CAPA (B)(4)) was created to address the root causes that are specific to the bd/(B)(4) manufacturing site. The CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing was damaged and leaked. The following information was provided by the initial reporter: material: 2432-0007. It was reported that there was a hole in the line where tubing was leaking. Customer response 10-sep-2020: incident #1: noticed small wet area on bedsheet under where lines were resting on the crib rail. Checked to make sure all line connections were secured and they were. Noticed there was some fluid on the filter of the tpn line. Wiped down line then saw a bead of fluid appear right under the filter. Charge rn notified and we assessed together and determined there was a hole in the line. Informed np and clinical leader. Tpn stopped and new dextrose with heparin ordered. Lines to be changed once new sedation syringes are made. Per follow up from bedside nurse and charge nurse, no procedures were performed near tubing that would result in a cut or hole to tubing. Area of wetness on bedsheet was very small. Estimated to be an hour or less of IV fluid. Tubing clamped immediately and changed asap after incident discovered. Tubing from incident procured in the cl office for evaluation.